Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed pacing inhibition caused by over-sensed noise exhibited by the right ventricular lead. Noise was attributed to electromagnetic interference. No interventions were made. The patient was stable.